Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information was provided by the surgeon that the power for the newly implanted iol is 2d different than the originally implanted iol. There was no harm to the patient; the patient's issues have resolved and the prognosis is excellent.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The wrong iol power was implanted. The iol was explanted in a secondary procedure. Additional information was requested.